Manufacturer narrative:
Unit passed displacement test. Unit received with cracked retainer, cracked battery tube threads, severly cracked/broken case at battery tube side, minor scratched display window, fading serial number label, broken reservoir tube lip, cracked battery tube threads, cracked end cap and scratched case.

Event description:
The customer reported via phone call that insulin pump was cracked along the battery compartment and piece of insulin pump fell off. The customer's blood glucose at the time of incident was 210 mg/dl. The insulin pump will be returned for analysis.